Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins). A power on reset message was reported. No symptoms were reported and no further complications were noted or anticipated.